Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1 phone number: +(B)(6).

Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound. The device has beem explanted and replace with another manufacturer's device.

Event description:
Healthcare professional reported, right side device rupture. Diagnosed via ultrasound. The device has been explanted and replace with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: g2, h6. Photo analysis: visual analysis of the photographs identified. Rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side device rupture diagnosed via ultrasound. The device has beem explanted and replace with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. Shell thickness was within specification. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.